Event description:
The customer contacted stryker to report that during a patient event their device prompted, "attach pads". The customer advised that the patient was being paced. When they arrived at their destination, the reported message prompt was observed. It was noted at the time that the patient was in asystole. In this state, the device could delay or prohibit the delivering of defibrillation therapy to a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.